Manufacturer narrative:
(B)(4). Evaluation, results: (stent thrombosis, revascularization).

Event description:
It has been reported that the procedure carried out approximately 3 weeks post index procedure was a staged procedure not a revascularization as previously reported. It has been reported that there was one endeavor sprint rx stent implanted in the posterolateral, one endeavor sprint rx stent implanted in the mid lcx and two endeavor sprint rx stents implanted in the 1st obtuse marginal branch during the staged procedure approximately 3 weeks post index procedure not just two stents in the posterolateral and one stent in the mid lcx as previously reported ref MFR report numbers 96122164-2011-01309, 2953200-2011-00208-2, 2953200-2011-00209-2, 2953200-2011-00210-2, 2953200-2011-00211-2, 2953200-2011-00212-2, 9612164-2011-00865-1, and 9612164-2011-00866-1.

Event description:
There were 4 endeavor sprint rapid exchange (rx) drug eluting stents implanted during the index procedure, one in the proximal lad, two in the mid lad and one in the distal lad. There was a revascularization carried out approximately 3 weeks post index procedure and the patient had two additional endeavor sprint rx stents implanted in the 1st left posterolateral branch and 1 additional endeavor sprint rx stent implanted in the mid lcx. Patient was asymptomatic/free of symptoms at 1 month and 3 month follow up's. It is reported that the patient suffered with coronary artery stenosis approximately 8 months post index procedure. It is reported that the patient suffered stent thrombosis of the lima to mid lcx, diagnostic angiography was carried out and there was a revascularization carried out. It is reported that there was a CABG revascularization presumably related to the target vessel carried out approximately 8 month post index procedure. The patient was hospitalized for approximately 2 weeks but recovered with treatment. In the opinion of the investigator, the event was related to the study device but not related to the study procedure. Patient was asymptomatic/free of symptoms at 1 year and 1.5 year follow ups. (Ref MFR #'s 2953200201100208-1, 29532002011-00209-1, 29532002011-00210-1, 2953200201100211-1, 2953200201100212-1 & 9612164201100866).